Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy, the device was continually getting stuck on some portions of the cannula and would pull the cannula with instruments upon exchange. There was no patient injury.